Manufacturer narrative:
The date of event information is unavailable. No further attempts will be made to obtain. Evaluation summary: the reported problem of "burned battery compartment" was confirmed. Although the cause of the failure has not been conclusively determined, there is evidence of liquid ingress on the battery pcb. Either side of the battery pcb could be affected by liquid spilled onto the pic. The battery pcb has signs of corrosion that would be consistent with liquid contamination. The device was repaired, tested and found to perform in accordance with its specifications.

Event description:
While charging, the device's battery compartment burned. No patient involvement.